Manufacturer narrative:
Anticipated procedural complication. A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Thrombus and vasospasm are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient suffered a thrombus in the anterior communicating artery that was treated with medication, dose and type were not disclosed. The thrombus was reported to be resolved the following day with no residual effects. The physician related the thrombus to the index procedure, possibly the coils and states that the "peri-aneurysmal vasospasm was a major factor" but the physician did not consider the vasospasm an adverse event.